Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports a new open area immediately above stoma at 12 o'clock measuring 2 inches with some depth but amount unknown, along with pink tissue. End user was seen in local wound center by nurse and physician. Silver nitrate was applied to the sore at the wound center, and was also instructed to apply silver nitrate at home with wafer changes.